Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to get an image on her olympus evis exera iii video system center with 180 series scopes. According to the initial reporter, this event took place during device preparation and caused no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for inspection and the reported phenomenon (unable to get an image) was not confirmed, though, the image was intermittent. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel cracked, expired battery causing wrong time displayed, the socket is worn, software version is outdated and needs to be updated, and the power switch is outdated and heavily soiled. Based on the results of the investigation, the cause of the intermittent image is due to the failure of ap (circuit board) and a bad connectivity of dr (circuit) board. Olympus will continue to monitor field performance for this device.